Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: investigation summary: the utn 8 dia l330 cpl w/end cap tan dvlue(p/n: 478.330, lot# unk) was confirmed to be a product of johnson and johnson. No signs of damage was observed with the device in the x-rays provided as no product problem was reported, no further investigation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that initially patient suffered skiing accident in austria on (B)(6) 2017 and underwent surgery for a torsional fracture to left tibia and multiple fractures to left humerus. Patient was implanted with a tibia nail in tibia and a humerus plate and locking screws in left proximal humerus. Twenty-four (24) hours after the initial surgery, surgeon decided it was necessary to repeat the surgery on the humerus in order to replace one of the locking screws used to fix the humerus plate which had since been assessed to be ¿too long¿. So they were replaced the day after the initial surgery on (B)(6) 2017. After that replacement, the screws still seem too long but no further action has been taken to replace them. Over the following two and a half years of medical treatment and extensive physiotherapy patient made a partial recovery, though this was limited by constant and severe pain felt by patient in both shoulder and left leg which led to limited mobility in both limbs. Patient had pain and difficulty walking and flexing her foot and that even wearing socks or shoes caused pain in her ankle. Another surgeon in scotland assessed the patient and noted that the nails used were too long and that the screw tip protruded some distance beyond the bone, so impacting on the muscles and tendons of both the lower and upper leg and most likely resulting in the pain patient reported. Surgeon also noted from the x-ray images that the locking screws securing the humerus plate were also potentially too long and could be the cause of the pain and limited mobility in the shoulder. However, surgeon was unwilling to operate on the shoulder as the area had been operated on twice before. The operation to remove the tibia screws (but not the nail) was conducted successfully on (B)(6) 2019 in scotland. Eight weeks later, patient stated that the pain patient had felt in her leg has reduced considerably and the range of movement and mobility in her left ankle has much improved. Patient relative reported that there is an issue with the screws in that ¿they are overly long¿ and extend too far past the far edge of the bone and the tip is ¿too sharp¿. He also feels the screw head is too large and sticks too high off the bone. He mentioned that the tips of the screws removed from the tibia stuck out approximately 5 mm beyond the edge of the bone.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that patient will undergo revision surgery on an unknown date due to pain. Patient originally suffered a skiing accident approximately two and a half (2.5) years ago and the humerus and tibia were reconstructed with plate, nail, and screws. Surgical consultant believes that some of the tibial screws may be too long and may be causing pain. This report is for one (1) 8 mm ti solid tibial nail 330 mm. (B)(4).